Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed, but the cause cannot be determined from the returned photographs. The sample returned included two photographs, one of a broken stylet and an x-ray. Visual observation of the returned photograph of the wire found it was contained within a plastic bag with the red ¿do not cut the stylet¿ tag. The black tag was visible, and a length of wire attached which did not appear to be uncoiled. Two severe bends in the stylet were located close together in this area. However, a large length of uncoiled coil wire was also present, including a portion in which part of the coil wire appeared to be present, the appearance of this segment being darker and stiffer. However, lengths of these various sections could not be determined. A quantity of what appeared to be paper or cloth was also contained within the bag. The x-ray appeared to show the upper portion of the torso and no image appearing to be a guidewire was found. The photograph of the stylet does indicate that at least the core wire of the stylet had broken; however, the nature of the break and exact location cannot be determined. The cause therefore cannot be determined. However, potential causes include accidental cutting of the stylet wire during catheter trimming and tensile break due to excessive force during removal. The IFU states the following: ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edged atraumatic clamps or forceps.¿ ¿never leave stylet or stiffening wire in place after catheter insertion; injury may occur. Remove stylet or stiffening wire and t-lock (as applicable) after insertion. The stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿

Event description:
It was reported by nurse that the patient underwent PICC catheter placement after thyroid surgery on (B)(6) 2017 and the process was smooth. The spiral part of the guidewire fallen off when pulling out the guidewire after the catheter placement. The catheter placement nurse feared that there may be guidewire residual in the patient's body and immediately conducted x-ray localization. However, there were no abnormalities found. Since the access is the patient's life channel, the catheter was kept for continued use after assessment with doctor. It was not until the patient was discharged from the hospital on (B)(6) that the catheter placement nurse reported the event to me, about which I learned at the first time of my office hours on monday, (B)(6). The image data on the patient was normal through examination, without guidewire residual left in vivo. The guidewire was taken back and the catheter pulled out to conduct detection for guidewire loosening reason.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed and the cause appears to be use-related. The samples returned included a 4 fr s/l powerpicc catheter and one broken stylet with warning tag, as well as two photographs, one x-ray and one of a broken stylet. The physical samples included the essential information contained in the photographs, and therefore the samples addressed below will be the physical samples. Visual observation of the returned physical sample found the catheter to terminate at the 43-cm depth mark. Adhesive residue appeared to be left on the catheter, particularly on the extension leg and extension leg clamp. The stylet was returned with a piece of paper tissue. The stylet was broken and the coil wire dramatically elongated. The core wire and the coil wire each terminated without sign of the distal weld tip. Measurement of the stylet core wire in its returned state showed it was several centimeters shorter than specification; it appears that a portion of the wire is missing. Microscopic evaluation found that the ends of the coil and core wires each appeared relatively abrupt, with very little deformation or tapering. The core wire termination was found to manifest variation in sheen and some scratching or striation. This is consistent with damage by a sharp instrument. That the distal end is missing suggests that the stylet was cut during catheter trimming, or in other words, that the stylet was not fully retracted behind the trimming site before the catheter was cut. The complaint is found to be use-related. The IFU states the following: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edged atraumatic clamps or forceps.¿ ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ for modification of catheter length, the t-lock should be pulled back with the stylet in order to withdraw the stylet tip beyond the trimming point.

Event description:
It was reported by nurse that the patient underwent PICC catheter placement after thyroid surgery on (B)(6) 2017 and the process was smooth. The spiral part of the guidewire fallen off when pulling out the guidewire after the catheter placement. The catheter placement nurse feared that there may be guidewire residual in the patient's body and immediately conducted x-ray localization. However, there were no abnormalities found. Since the access is the patient's life channel, the catheter was kept for continued use after assessment with doctor. It was not until the patient was discharged from the hospital on (B)(6) that the catheter placement nurse reported the event to me, about which I learned at the first time of my office hours on monday, (B)(6). The image data on the patient was normal through examination, without guidewire residual left in vivo. The guidewire was taken back and the catheter pulled out to conduct detection for guidewire loosening reason.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay0845 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the patient underwent PICC catheter placement after thyroid surgery on (B)(6) 2017, and the process was smooth. The spiral part of the guidewire had fallen off when pulling out the guidewire after the catheter was placed. The nurse who placed the catheter was concerned that there may be guidewire residual in the patient's body, and immediately conducted x-ray localization. However, there were no abnormalities found. The catheter was kept for continued use after assessment with physician. Patient was discharged on (B)(6) 2017. On (B)(6) 2017, I was notified that the image data for the patient was normal, without guidewire residual left in vivo. The guidewire was pulled back and the catheter removed to conduct detection of loose guidewire.